Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore would not connect to the tube. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, the patient's PICC tube was equipped with an infusion device. The conventional dressing was to replace the q-syte. The q-syte could not be connected to the connecting tube. After the connection, it automatically popped up and could not infuse for the patient. Another q-syte was immediately replaced without any other effects on the patient.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore would not connect to the tube. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, the patient's PICC tube was equipped with an infusion device. The conventional dressing was to replace the q-syte. The q-syte could not be connected to the connecting tube. After the connection, it automatically popped up and could not infuse for the patient. Another q-syte was immediately replaced without any other effects on the patient.